Manufacturer narrative:
Correction: added patient code: e2015: unspecified tissue injury. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a pulse field ablation procedure was performed with a farawave catheter. After ablation of the rspv, the physician tried to pull the merit medical inqwire guidewire out of the vein, to go to the ripv. He noticed that the guidewire was stuck on the catheter. He tried to push the guidewire, but it didn't move either. He pulled the catheter and the guidewire over the heart of the patient and asked to change the catheter. Tissue was noted on the tip of the guidewire. On the table the physician tried to pull the guide wire out of the catheter and broke the guide wire inside. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without a guidewire inserted. Functional testing was performed, and a known good guidewire was successfully inserted into the catheter, with no unusual resistance. The catheter array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Event description:
It was reported that a pulse field ablation procedure was performed with a farawave catheter. After ablation of the rspv, the physician tried to pull the merit medical inqwire guidewire out of the vein, to go to the ripv. He noticed that the guidewire was stuck on the catheter. He tried to push the guidewire, but it didn't move either. He pulled the catheter and the guidewire over the heart of the patient and asked to change the catheter. Tissue was noted on the tip of the guidewire. On the table the physician tried to pull the guide wire out of the catheter and broke the guide wire inside. The catheter was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Unintended use error caused or contributed to event cause code was selected based on the event description. It was indicated that tissue was trapped between the tip of the catheter and the guidewire after removal of the system from the sheath. A warning is issued in the device labeling regarding tissue or vessel damage when advancing or retracting components. Per the device label: 'use caution when advancing, retracting or otherwise manipulating system components to avoid damaging tissue or vessels or interfering with previously implanted medical devices.

Event description:
It was reported that a pulse field ablation procedure was performed with a farawave catheter. After ablation of the rspv, the physician tried to pull the merit medical inqwire guidewire out of the vein, to go to the ripv. He noticed that the guidewire was stuck on the catheter. He tried to push the guidewire, but it didn't move either. He pulled the catheter and the guidewire over the heart of the patient and asked to change the catheter. Tissue was noted on the tip of the guidewire. On the table the physician tried to pull the guide wire out of the catheter and broke the guide wire inside. The catheter is expected to be returned for analysis but has not been received. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a pulse field ablation procedure was performed with a farawave catheter. After ablation of the rspv, the physician tried to pull the merit medical inqwire guidewire out of the vein, to go to the ripv. He noticed that the guidewire was stuck on the catheter. He tried to push the guidewire, but it didn't move either. He pulled the catheter and the guidewire over the heart of the patient and asked to change the catheter. Tissue was noted on the tip of the guidewire. On the table the physician tried to pull the guide wire out of the catheter and broke the guide wire inside. The catheter is expected to be returned for analysis.